Manufacturer narrative:
(B)(4). Investigation is still pending. The device has been requested for return. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that during use, blood was observed dripping from the gas outlet of the device. The device then stopped leaking and was used for five days before the patient experienced respiratory collapse and the device was replaced. (B)(4).